Manufacturer narrative:
Report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient experienced urinary retention after programming the system. The patient did not have any re-existing urinary retention issues. The action taken to resolve the event was programming different frequency and pulse duration. The event resolved and the device remains implanted.